Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to inadequate vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(4).